Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Device received with stuck motor error alarm loop during bolus delivery. Motor passed motor test. Motor may have had an intermittent failure not detected during our testing. Device received with scratched lcd window and cracked reservoir tub lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was performed. The device was returned for analysis.